Manufacturer narrative:
Findings: pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime test due to faulty force sensor (gold). Unit passed displacement test, rewind, basic occlusion and no delivery tests. No excessive "no delivery" error alarm noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 325 mg/dl. The customer was treated for high blood glucose with syringe. The customer was assisted with performing high pressure test and it received motor error. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow with health provider concerning high blood glucose. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 325 mg/dl. The customer performed displacement test and received no reservoir. The alarm occurred during high pressure test. The customer was advised to call medtronic back if the unexplained high blood glucose continue.